Manufacturer narrative:
Exact date unknown, event occurred a couple of months ago.

Event description:
It was reported that the patient was experiencing redness and pain at the ipg site due to ipg migration. The patient underwent an ipg explant procedure. The explanted ipg was discarded by the medical facility.